Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery and the load process. Customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.